Manufacturer narrative:
H10: the philips service engineer (se) reported that when the equipment was turned on, there was a very large noise. The se reported that the turbine was replaced to resolve the issue. The device was returned to full functionality. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a blower overheating alarm message. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device displayed a blower overheating alarm message. The customer reported that after the device had been in use for about two hours, the device displayed the message. It was reported that the cooling fan was working normally, and that the cleaning the filter did not resolve the issue. It was recommended that the blower assembly be replaced.

Manufacturer narrative:
E1: (B)(6).